Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of march 1, 2025, was chosen as the best estimate based on the bsc aware date. Blocks d4, h4: the complainant was unable to report the serial number; therefore, manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of snare loop broken.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the physician encountered problems with the snare not opening and subsequently breaking. The procedure was completed using a non-boston scientific device. There were no patient complications reported as a result of this event and the patient condition following the procedure was reported to be stable.